Event description:
Rptr claims the bolt on the left side caster backed out causing the caster housing to turn. The chair tipped and the end user fell out. End user was taken to the hosp for evaluation and found scratches.